Manufacturer narrative:
The device was received for analysis. Upon incoming inspection the pacemaker could not be interrogated, as mentioned in the complaint description. However, the pacemaker was pacing and sensing to ensure patient therapy. In particular the pacemaker was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. The memory content of the pacemaker was inspected. The inspection revealed that the clinical observation resulted from an invalid memory content which caused the pacemaker to not to be recognized by the programmer device. No other peculiarities were noted during the inspection. Therefore, another interrogation attempt was performed during which the pacemaker type was manually selected from the implant list of the programmer device. This corrected the memory content and afterwards interrogation was properly feasible. In conclusion, the clinical observation was confirmed upon receipt of the pacemaker. However, the therapy functions of the pacemaker were still absolutely available. The pacemaker proved to be fully functional and could eventually be interrogated after selecting the pacemaker type from the implant list of the programmer device. The analysis revealed that the clinical event resulted from an invalid memory content. The root cause for the invalid memory content was not determinable. External influences such as strong electromagnetic fields could be taken into consideration. There was no indication of a material or manufacturing problem.

Event description:
It was reported that 79 months after the implantation it was impossible to interrogate the pacemaker. The device was replaced. No adverse patient side effects were reported.